Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient did no experience any symptoms related to the low battery reset and safe state. The cause of the low battery reset and safe state was not determined. The pump was turned off due to the family feeling "surgery was unnecessary." The low battery reset occurred on (B)(6) 2016 at 22:00 and at 22:01. Safe state occurred on (B)(6) 2016 at 22:00. As of (B)(6) 2016, the pump system was delivering at minimum rate: supenta 350mcg/ml at 2.13mcg/day, bupivicaine 25mg/ml at 0.152mg/day and clonidine 1739mcg/ml at 10.6mcg/day via an implanted pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 350 mcg/ml sufenta at 200 mcg/day via an implantable pump for failed back surgery syndrome - other. It was reported that the event logs showed resets, low battery, and safe states that occurred within a minute of each other on (B)(6) 2016 at 22:00. It was noted that the patient was declining and had developed alzheimer's after the pump was implanted. It was stated the patient was not a candidate for pump replacement or surgery due to her alzheimer's. The pump off authorization form was then sent to the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.